Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. The patient was stable.